Event description:
The patient underwent a thrombectomy procedure in the right superficial femoral artery and p1, p2 and p3 segments of the right popliteal artery for acute limb ischemia (ali) using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), and an indigo system aspiration catheter 6 (cat6). During the procedure, the physician attempted thrombus aspiration using the cat8, and then cat6. However, the blood flow did not resume, and the patient developed bradycardia followed by cardiac arrest. The procedure was terminated due to cardiac arrest, with 100% residual stenosis in the target vessels. The patient was treated with endotracheal intubation, chest compressions and epinephrine administration, and spontaneous circulation was restored. It was also reported that a balloon catheter was used following the use of the cat8 and cat6. On the same day, after reperfusion for the occlusion of the right superficial femoral artery, the patient expired due to myonephropathic metabolic syndrome (mnms). Cardiac arrest was reported as a serious adverse event with a probable relationship to the indigo aspiration system (cat8 and cat6) and a definite relationship to the index procedure. Mnms was reported as a serious adverse event, unrelated to the indigo aspiration system, with a probable relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The penumbra clinical team was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.